Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt has only 6 viable channels due to 4 channels in high impedance and 2 channels being involved in a short circuit. The pt reported that he leads an active lifestyle and has hit his head on more than one occasion, though never resulting in known concussion or hospitalization. A CT scan is planned, and explantation or re-implantation is considered.